Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that there were foreign objects protruding on the surface of the balloon. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the surface of the balloon was not smooth and there were foreign objects protruding on the surface of the balloon. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 59.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blades and the pads were intact. Bumper tip showed no signs of distal tip damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: the difficulty to remove allegation could not be confirmed. A risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected as it is likely procedural factors led to the reported event. This code was selected as the most probable complaint cause based on the information available and the condition of the returned device. The product record review confirmed that this is not a new failure type and the risk is anticipated. The device was returned for product analysis. Microscopic examination identified no foreign objects protruding on the surface of the balloon, balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure and therefore the allegation could not be confirmed. Device analysis of the hypotube shaft identified a break at 59.5cm distal to the distal end of the strain relief. The unreported issue noted during device analysis occurred most likely due to post-procedure handling when repackaging the device for return.

Event description:
It was reported that there were foreign objects protruding on the surface of the balloon. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the surface of the balloon was not smooth and there were foreign objects protruding on the surface of the balloon. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient was stable.